Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported from the facility that: "on the floors we are now experiencing issues with clogging of lumens. Ir places the lines and we are having to fix or replace. I have reached out to the house educator and she has reached out to other members of the quality committee." Further information was requested regarding specifics but not provided.